Event description:
It was reported that on (B)(6) 2014 at 8 am the patient heard the critical alarm from his pump. The patient was advised to attend the nearest emergency department or medical facility. The physician requested to see the patient same day. At approximately 3 pm that day a call was received from the physician who had interrogated the patient's pump. The interrogation revealed that a motor stall had occurred at 7:15am that morning and no recovery had occurred. No factors could be identified which might have caused the motor stall. The physician decided to schedule a pump replacement the next day and managed the patient in the hospital overnight. At approximately 5pm on (B)(6) 2014, the patient's pump was explanted and replaced. The reason for removal was reported as the loss of therapy. The explanted pump was to reset the critical alarm and consequently, the motor stall recovery had occurred on the explanted pump. The patient was reported to be recovered fully and there was no patient injury. This device system delivered baclofen. The pump was reported to be approximately four years old. The exact implant date was not known. Additional information has been requested. It was further noted that a previous motor stall had also occurred on (B)(6) 2014 at 11:23 and recovered that same day at 12:12. The motor stall on (B)(6) 2014 was noted to have occurred at 7:16 am.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. (B)(4)

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.